Event description:
On (B)(6) 2018, I was diagnosed with high level cobalt toxicity (89.4 mcg/l) as a direct and proximate result of a right hip implant on (B)(6) 2011. Biomet is the MFR of the hip and I was assured by my surgeon that because of the ceramic cup liner there was no risk of metal on metal contact.